Manufacturer narrative:
The reported events were failure to capture, helix mechanism issue and low pacing lead impedance. As received, a complete lead was returned in one piece for analysis. The cause of the reported helix event was isolated to an overtorqued inner coil. No other anomalies were seen.

Event description:
It was reported that during implant that device interrogation revealed low pacing impedance, failure to capture and difficulty extending helix on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.